Event description:
It was reported that during stent placement procedure through caudal to cranial path, the stent allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the evaluation of the returned sample, and image provided confirmed that the user experienced an expansion issue with the stent during deployment. Shifting and break of the inner catheter stent brake on the returned sample, and image demonstrating hour glass like deformation in the stent brake section indicated that during deployment the stent adhered to the stent brake leading to expansion issue. Reportedly, the stent finally successfully expanded after pushing and pulling. The distal end of the stent brake was not part of the sample return, the disposition was not known. Based on the information available the investigation is closed with confirmed result. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 07/2022), g3 h11: h6 (result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2022).

Event description:
It was reported that during stent placement procedure through caudal to cranial path, the stent allegedly failed to expand. There was no reported patient injury.